Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient died. The target lesion was in the left anterior descending (lad) artery with a 2.5mm reference vessel diameter and a 20mm lesion length. Pre-procedure there was 95% stenosis and post-procedure 0% residual stenosis. No attempt was made for direct stenting. A 2.5x16mm liberte stent was implanted. The procedure was a technical success. The same day as the index procedure, the patient experienced sudden cardiac death. Medications at the time were asa, clopidogrel and iib iiia agents (specific drug not specified / dosage not specified). No further data was provided regarding the patient death.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.